Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the assembly display and touch screen controller to resolve the issue.

Event description:
It was reported that during patient use, a ventilator display went dim, and a continuous audio alert was heard. Although the device continued cycling, the patient was transferred to another ventilator without harm.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to an issue with the temperature of the device. If information is provided in the future, a supplemental report will be issued.